Manufacturer narrative:
The reported event could be confirmed. Visual inspection: the item received showed no significant signs of damage in terms of mis-handling. The returned t2 alpha tibia target device showed a button being sunk into the into the target device. Incoming inspection and the DHR of the reported tibia target device revealed no manufacturing discrepancies. The spring plate of the button for release of inserted sleeves were broken. With view from the back a detailed visual examination revealed a broken spring plate. The component was broken at the connection area to the targeting arm and shows a slight curved breakage a review of the labeling did not indicate any abnormalities. A non-conformity was raised for this product issue. Based on the investigation, the root cause is related to a non-optimal gluing process.

Event description:
As reported: "while nail was being implanted it was pointed out the [t2 alpha tibial] targeting arm was broken. Case was completed."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "while nail was being implanted it was pointed out the [t2 alpha tibial] targeting arm was broken. Case was completed."